Event description:
Rayner intraocular lenses limited received notification from the (B)(6) hospital of an event that occurred during use of a single use soft tipped disposable injector (model r-inj-04). The event description provided indicates that the tip of the injector "shot off" into the eye upon depressing the plunger and required removal.

Manufacturer narrative:
(B)(4). The injector tip was removed from the eye by the healthcare professional. The healthcare facility stated that the patient suffered "some vitreous loss, therefore, necessitating clearing out of the vitreous." A back-up intraocular lens of the same model and power was implanted without complication in the original planned surgical session. Our review of the production records for the r-inj-04 injector batch b026 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution for this batch met specification criteria and were without defects. A review of existing vigilance data since the month of manufacture of the r-inj-04 injector (august 2010) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been reported against the r-inj-04 injector batch b026. The r-inj-04 injector subject to this report was supplied as part of a system pack. The r-inj-04 injector is available in the united states of america; however, is only supplied as a stand-alone device.